Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was decreasing.

Event description:
It was reported that three days post-implant, a right ventricular (rv) lead impedance alert was triggered for the rv lead. It was noted that the rv lead trend indicated a decreasing trend. A possible lead perforation was suspected, however an echocardiography exam and computed tomography (CT) scan were performed with no clear findings. The alert function was programmed off and the patient will continued to be monitored. The rv lead currently remains in use. No further patient complications have been reported as a result of this event.